Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the alarm was not sent to the nurse's pager, which resulted in the nurse missing the baby's desaturation event. The baby did recover after nursing action. No other clinical information or medical intervention was reported. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to MFR report number 9610816-2024-00541 for further information regarding this complaint.